Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred when the pump was not outside the labeled altitude operating range. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer's blood glucose was 70 mg/dl. Reportedly, the customer reloaded the cartridge to resolve the issue.